Event description:
Fell apart in my vagina- tampon [foreign body in reproductive tract]. Tampon fell apart [device breakage]. Took one out and noticed it fell apart- tampon [complication of device removal]. Case narrative: consumer reported via e-mail that tampon fell apart in vagina. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.

Manufacturer narrative:
An investigation is in progress for returned product received on august 15, 2022.

Event description:
Fell apart in my vagina- tampon [foreign body in reproductive tract] tampon fell apart [device breakage] took one out and noticed it fell apart- tampon [complication of device removal] case narrative: consumer reported via e-mail that tampon fell apart in vagina. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Fell apart in my vagina- tampon [foreign body in reproductive tract]. Tampon fell apart [device breakage]. Took one out and noticed it fell apart- tampon [complication of device removal] . Case narrative: consumer reported via e-mail that tampon fell apart in vagina. No serious injury reported.